Event description:
2000 psm0001 alarmed for blood leak detected, this rn witnessed blood returning into effluent bag while attached to pt. Access sites clamped, disconnected and machine removed from service with orange tag. Replacement psm0014 unable to be primed by multiple rn's and sets. Zero scale malfunction and pressure pod failure. Replacement psm0004 arrived and patient restarted on crrt. Delay in treatment. Of note psm0004 was used and returned by previous rn for self-test failure. This was the machine recirculated less than 12 hours later to same patient. Unknown if self-test failures have been resolved. As of 12 hours later, psm0004 has failed multiple self-tests.